Event description:
It was reported that the end of the deflecting mechanism had been broken and was found to be missing. The customer was informed of this and is trying to provide further information on the whereabouts of the missing part. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
This supplemental report is to correct section b3 event date. The event date is unk for this case. The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).